Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced shakiness and was given glucose pills and orange juice. After a few minutes, had convulsions. The patient fell off the bed and sustained painful bruising and scarring. The cgm was reading 58 mg/dl and the blood glucose reading was 8 mg/dl. An ambulance was called by the parent and the patient was taken to the hospital and was admitted at 5:00am. There was no information about medical evaluation or intervention for hypoglycemia. The patient's routine medications were reported in the complaint. The patient was discharged from the hospital on (B)(6) 2023 at 3:00pm. At the time of the report, the patient stated they were still in pain from the fall during the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.